Event description:
The device has not been in use for few years, namely since 2019. In (B)(6) 2022, the surgeon recommended that the device needed to be explanted as there was redness and blistering around the implant site. The device was explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the recipient report, the device was explanted because of a skin breakdown on the surgical incision with partial device exposure. A review of the device_s sterilization records showed that the device has been subject to a valid sterilization process, and the recipient was a non-user and was not wearing the device for the past year. Thus, no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has not been in use for few years, namely since 2019. In december 2022, the surgeon recommended that the device needed to be explanted as there was redness and blistering around the implant site. The user was explanted. No cultures were taken.